Event description:
The user facility reported that a total of 8 ICU patients had been diagnosed with acinetobacter infections over approx four days. The facility reported that two bronchoscopes were used to examine these eight patients, but they elected to return three devices for evaluation. The hospital reported that they had cultured these bronchoscopes, and the test results were negative. A rep of the user facility indicated that they do not suspect these bronchoscopes to be the cause of the pt's outcome, as the pts' were immunocompromised, and there could be other potential sources of infection.

Manufacturer narrative:
The device referenced in this report was sent to an independent third-party microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. The laboratory report indicated that this device was negative for microbial growth. Following receipt of this device from the laboratory, the unit was evaluated. The evaluation revealed green residue on the instrument channel at the distal end connection of the plastic cover (c-cover). There were multiple dents and white residue was observed on the entire length of the insertion tube. The same white residue was also noted at the bending section cover, plastic cover, and bending section cover glue. The plastic cover was discolored and there were scratches and residue on the lenses. The instrument channel was noted to be kinked due to the buckles on the insertion tube. In addition, there was evidence of scrape marks on the instrument channel wall. However, there was no leak noted in the instrument channel. There was a leak observed at the control body at the light guide tube boot due to a stretched o-ring. The cause of the residue was most likely due to insufficient or improper reprocessing of the device. Based on this information, olympus could not conclusively determine the cause of the patient's outcome at this time. However, the patient's pre-existing conditions cannot be ruled out as contributing factor. If additional information becomes available at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.